Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure, heart failure, shortness of breath. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory failure, heart failure, shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. Product investigation lab is unable to directly address the symptoms outlined in the complaint. Using a known good power supply and power cord, product investigation lab tech was able to confirm the device powers on and provided airflow. Product investigation lab confirmed the operation of heater plate. During the investigation product investigation lab observed a small amount of damage to the ui panel. A small scratch was observed on the front of the bottom enclosure. An unknown crystalized type of contaminate was observed on and inside the blower motor, along the bottom of the right panel and in the rear of the inside of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. A small amount of dust-like contamination was observed on the flip lid assembly, left side panel on top of the water tank, inside the bottom enclosure and in the lower base. In box d: date returned has been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device problem grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.